Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient contacted the clinic after receiving a vibratory notification alert. Review of egm noted low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. Subsequently, it was determined to be cross-talk. Programming changes were made and no complaint has been reported since then. Patient's condition was normal.